Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breast cancer, lung damage, headaches, nausea, breathing issues, coughing, acne, and cyst on kidney. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
On previously submitted report, section adverse event/product problem, outcomes attributed to ae in box b, type of reported complaint, health impact grid and recall (z) number in box h was incorrect. Section adverse event/product problem, outcomes attributed to ae in box b, type of reported complaint, health impact grid and recall (z) number in box h has been updated/corrected in this report.